Event description:
Customer reported receiving a reading of 246 mg/dl. Customer did not take insulin based on this reading due to this dialysis appointment; he wanted to wait until he returned, shortly after testing, however, customer fell to the ground and hit his head on tile. Customer's mother found him incoherent and managed to give him liquid sugar. After 30 min, he came to. Father and mother gave him juice and sugar. Customer wwas having spasms the entire time, so they took him to the ER. There, he was given a turkey sandwich and diet soda. ER obtained a result of 383 mg/dl and monitored pt for a few frs. The reported result obtained from the adc meter was not consistent with entire event that occurred soon after.